Event description:
"Injury sustained on pt, an aorta injury. The incident is currently being investigated internally to establish the exact cause of the injury. Hospital not able to give any further details at this time."

Manufacturer narrative:
We are acknowledging receipt of this customer experience report from northern general hospital UK. The customer has been contacted for more details. As of now, we have no model or lot# to provide. A follow-up report will be provided upon information become available for investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not know or wads not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.